Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 28. Infast sling - 28 - attachment: [procodewise summary report -mbi - aug 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced vaginal atrophy, vaginal granulation tissue, extrusion and inflammation. The device was partially explanted. No further complications have been reported in relation to this event.